Event description:
The customer contact reported the device did not deliver a dose when the button on the bolus cord was pressed. The device was returned to the biomedical department with an unsigned note that stated, "bolus connector not working." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the button on the bolus cord was pressed. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button was pressed. This was due to a damaged pin in the bolus connection socket on the bottom end cap of the device. The damaged pin disabled the bolus cord operation. The probable cause of the damaged pin occurred when the bolus cord was removed from the device. This report represents all the information known by the reporter upon query by hospira personnel.